Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. It was noted that the patient presented to the clinic with the device at end of life (eol) and required hospitalization for the replacement procedure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588, lead; implanted: (B)(6) 2011-01-19 (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.